Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the pump received data from a continuous glucose monitor, the data was more inaccurate with the pump than when the data is sent to the receiver. There was no reported impact to blood glucose.